Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/10/2008 to the present date 10/20/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device had error code 13-1033-149. No patient involvement was reported.